Event description:
It was reported that the patient experienced a seizure associated with low glucose while using the ilet bionic pancreas, with glucagon administered and emergency services contacted. The event occurred during pump use and was described as not the first such episode, so the reporter planned further training and troubleshooting with customer care and the care team. Symptoms included seizure due to hypoglycemia. Outcomes included medical attention without transport and use of rescue therapy, IV glucagon. Investigation included review by clinical support and outreach to the clinical development specialist for awareness and follow-up. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded that a definitive device-related failure could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.